Event description:
Right knee stiffness [joint stiffness]; unable to walk [abasia]; extreme right knee pain [arthralgia]; right knee swelling [joint swelling]; right knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from a female patient (age not provided), initials (B)(6), with a history of osteoarthritis of the right knee and previous synvisc treatments in 2008 and 2009. On (B)(6) 2010, the patient received a synvisc-one injection into the right knee and a lot number was not reported. On (B)(6) 2010, the patient experienced extreme right knee pain and swelling after receiving synvisc-one. The patient started treatments of ice and motrin for right knee pain and swelling. As of (B)(6) 2010, the patient states the right knee pain is about 40% improved. No further details were available. On (B)(6) 2010, additional information was received from the patient who states her right knee pain, swelling and stiffness became progressively worse and went to the emergency room on (B)(6) 2010 to have the right knee drained. As of (B)(6) 2010, the patient is unable to walk, but states the right knee swelling and stiffness has slightly improved. The patient started treatments of aspirin, advil and ice for right knee pain, swelling and stiffness. No further information was provided. As of the date of the receipt of this report, the patient outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process.